Event description:
The patient is pursuing a product liability claim arising out of the use of the durom acetabular cup. It was reported that the patient received durom us acetabular component 58/52 r on (B)(6) 2007 and experienced unknown symptoms. A revision surgery is in discussion to take place some time between (B)(6) 2012 and (B)(6) 2013.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review since the patient has not been revised to date. The lot numbers were received for the devices, and the device history records were reviewed and found to be conforming. Since the patient has not been revised, the date of the original implantation suggest that this case might be related to the issues for which zimmer implemented a correction in july 2008. We will submit and updated report once additional be received. (B)(4).